Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was alleging the insulin pump of over delivery of insulin and customer experienced low blood glucose. The customer¿s blood glucose level was 56 mg/dl. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer stated that displacement test was passed. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump and reservoir will not be returned for analysis.